Event description:
A hospital in (B) (6) reported via our distributor that a glow and smoke was observed inside an rt210 dual heated adult breathing circuit. A nurse and the respiratory therapist disconnected the setup from the patient. As there was some smoke in the room, the fire alarm was activated and the fire department came to the hospital. It was initially reported to fisher & paykel healthcare that the patient sustained no physical injuries. Following this event, the patient underwent a bronchoscopy as a precaution to check the condition of the patient's lungs. A staff member at the hospital then confirmed to a fisher & paykel healthcare representative that "the patent received no adverse outcome from this event".

Manufacturer narrative:
(B) (4). Method: the hospital did not release the devices to fisher & paykel healthcare (fph) for investigation. Fph representatives were able to inspect the devices at the hospital and take photographs, but were not permitted to cut open the breathing circuit to properly inspect the internal heaterwire. A limited investigation was carried out based on the event information and the photographs provided. Results: the rt210 breathing circuit used is dual heated, and therefore is intended for applications not requiring a water trap. A water trap and tubing made by another manufacturer was connected to the end of the expiratory tube and to the ventilator. The end of the rt210 expiratory tube is normally connected to the ventilator. This addition made the breathing circuit setup significantly longer so that it hung low to the ground. The photographs show the breathing circuit had melted completely through at one point. The melt occurred at the end of the expiratory tube away from the patient, adjacent to where the unexpected water trap was connected. A lot check revealed no other similar complaints for this lot number. Conclusion: we cannot yet conclude how the breathing circuit melt occurred. We are continuing to attempt to obtain more information relevant to the event and to obtain the complaint device for a full inspection. We will provide a follow up report if any new information is forthcoming.